Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 600 mg/dl. Customer had symptom of high blood glucose; customer felt tired. Prior to hospitalization, customer reported of having stress test and was not allowed to take insulin or eat. Customer got home and went to sleep and awoke with high blood glucose. Customer was hospitalized due to high blood glucose. Customer was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reported that drive support cap appeared normal. Customer reported that keypad was not responding. Customer was advised that insulin pump would need to be replaced.